Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the physician tried to pull back the angio-seal to release the collagen, the whole vcd came out without any resistance. The inner anchor could not be placed. Manual compression was done to achieve hemostasis. Additional information was received on 12/6/17. It was reported that blood loss was not greater than 250 cc. The patient was reported to be stable.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.